Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The seal was unable to be tested due to no in-house insufflator available. Visual inspection displayed no signs of physical damage. No product issue was identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal seal was leaking air causing pressure loss of insufflation. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was a rapid loss of insufflation after connecting to the universal seal.

Manufacturer narrative:
A review of the information associated with this event has been performed by fae on 09-may-2025. The following additional information was provided: the duckbill appears to be free of tears or missing pieces. This component seals the trocar when nothing is inserted through the seal. The o-ring appears to be present and installed in the expected location. This component ensures a seal between the u-seal and the cannula. Both set of threads appear to be free of damage. The luer is present and does not appear to be broken. The stopcock is present and appears to be fully seated. The septum appears to be free of damage but it is difficult to say for sure from the image provided. This component provides a seal between the inserted accessory/instrument when installed.

Event description:
Refer to h11 for follow-up information.